Event description:
Covidien received information stating that a 840 ventilator had a blank display. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the reported issue. The cse replaced the graphic user interface (gui) printed circuit board (pcb), which resolved the reported issue. Covidien reference: (B)(4).